Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system w/ dual port there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system w/ dual port there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Received one used nexiva 20ga unit without packaging from unknown lot number. Review of the DHR could not be performed as the lot number was not provided. There were bodily fluids throughout the unit and on the catheter adapter. The unit was leaked tested; leakage was observed in the area where the extension tubing sits inside of the clear port of the catheter adapter. The extension tubing had not adhered to a small portion of the inner wall of the clear port of the catheter adapter. Only confirmed leak in one location and not two. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.